Event description:
It was reported that during a follow up this device was found in safety mode. The device was explanted. Should the device be returned this investigation will be updated. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Manufacturer narrative:
The allegation(s) in this complaint have been confirmed based on the review of available media analysis. The product has not been returned for analysis. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The "cause linked to device but unable to trace more specifically" investigation conclusion code was selected because the reported observation(s) were traced to the device, but a specific cause could not be determined.

Event description:
It was reported that during a follow up this device was found in safety mode. The device was explanted. Should the device be returned, this investigation will be updated. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that during a follow up this device was found in safety mode a revision was planned. No adverse patient effects were reported.